Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low and high blood glucose on (B)(6) 2018. Customer¿s low blood glucose value was 40 mg/dl. Customer¿s high blood glucose level was 400 mg/dl. The current blood glucose value was 67 mg/dl. Customer¿s blood glucose value was 226 mg/dl at the time of incident. Customer treated with food and glucose tablet for low blood glucose. The product will not return for the analysis.